Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not deploy after the technician heard a click when shuttling the grey tube portion of the device down. Manual pressure was applied. There was no reported patient injury. The technician did not recall whether the device was wet prior to use. Additional information was requested but not provided. The device will be returned for evaluation.